Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The battery was returned to zoll medical corporation for evaluation. The reported failure to achieve 200j could not be reproduced. Testing on a known good device confirmed the battery successfully delivered multiple 200j shocks. The operator had a spare battery in accordance with the IFU. Review of battery logs from the event date of 02/24/2026 indicated the battery temperature had fallen below the minimum operating limit (32°f/0°c), in accordance with the IFU, which inhibits charging and power-on functionality as designed. No device malfunction was identified; the issue is consistent with operation outside specified environmental conditions. Analysis of reports of this type has not identified an increase in trend.